Event description:
It was reported that the guide wire and another device (type unk) locked together. Upon removing the guide wire from the device, the tip of the guide wire appeared stretched. No pt injury was reported. This is being filed as a malfunction MDR based on the returned product evaluation in which the tip of the guide wire was separated.